Manufacturer narrative:
Recall: 1627487-07262012-002-r and 1627487-12192011-003-r. This ipg serial number was included in multiple field advisories. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported patient experienced a loss of therapy due to not being able to charge for four months. Troubleshooting did not resolved the issue. As a result, patient underwent surgical intervention to have their ipg replaced. Therapy has been restored.